Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated the patient was not getting the best use of the stimulator because they couldn't seem to increase stim beyond a certain point without the patient getting shocked. Caller said during the trial, they were able to get patient up to 4.3 and stim worked, but now they could not get above 3.2 without shocking the patient. Caller said because of this, the patient wasn't getting much benefit of the stimulation at all. Agent asked, caller said they had noticed this pretty much since the implant was put in. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's representative. They reported that they had called in before and were given a name of someone (presumably the manufacturer representative (rep)) who put three programs in the patient's stimulator therapy and it was not working the way it should. They were told to call the rep back and they would set up the patient for an appointment for reprogramming. The patient was getting no relief like during the trial period. The caller was redirected to the patient's healthcare provider (hcp).